Event description:
It was reported that the customer's insulin pump had condensation inside the screen. The up button was not working properly. He also received no delivery alarms. The customer had to change the insulin pump's battery frequently and the insulin pump had a prime/fill anomaly. His blood glucose level was not reported. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).